Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.5mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent was lifted up due to the scratch with the proximal end of lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.5mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent was lifted up due to the scratch with the proximal end of lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.